Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 1.4, retest = 3.2, retest = 2 (15 min). Therapeutic range 2 - 3. Pt self tester performed tests yesterday and received a result that was lower than expected at 1.4, so he retested and received inr 3.2, he retested again and received inr 2.